Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic converted to open procedure unrelated to device problem, while closing the gastrotomy, the device jammed and did not fire. It was stated that the surgeon closed the device, was able to perform full, complete squeezes of the handle but it would not deploy staples. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 3.5mm single-use loading unit (sulu). A staple was jammed in a pusher. The pusher finger was damaged. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. All the staples were formed with acceptable result. One of the staples in the staple line displayed poor formation. This malformed staple corresponded to the damaged pusher finger. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.